Event description:
A distributor reported to baxter that a crack was found on a minicap right after it was twisted on the transfer set. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a damaged minicap was confirmed during the sample evaluation and the root cause was determined to be manufacturing issue with the molding. After doing the leaking test, they found that the minicap crack was leaking. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.